Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they had to ¿upgrade¿ their ¿stim.¿ the patient reported they went to the health care physician (hcp) the day prior to the call. The patient reported having an infection of their bladder. The patient also mentioned they had chronic pain and they told the patient there was no cure for their chronic pain. The patient noted they were taking elmiron for the infection: 100 mg: 2 pills in the morning and 2 at night. The patient reported the day prior to the call they couldn¿t hold their urine at all and they were going to the bathroom every 15 minutes. The patient wanted to know if that was a side effect of the medication. The patient said that they were fine on the day of the call. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient called to update their hcp information and to report that the problem with their bladder was doing great. The patient noted they were in physical therapy currently and it was working for their symptoms. The patient reported they were not in pain anymore. There were no further complications reported/anticipated.